Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel issues. It was reported that they have had three major surgeries (unrelated) since march. They do not believe the interstim was turned off for any of the surgeries when electrocautery was used. For the last few weeks, they have been having liquid diarrhea. They can't stand up or walk without it, and they can't bend over without it. They turned it off last night, turned it back on, and felt it, so they know it is working to the best of its ability. The patient is having liquid bowel movements, and they indicated they do not believe it is realistic to expect the interstim to help control this and would only help with solid bowels. The patient did not know the cause of the liquid stools but saw their primary physician today with their general practitioner, and the patient is also going to a gi doctor, so if they are not able to resolve it, they will follow up to have the interstim checked. The patient had already called the managing phy sician's office and was directed to call medtronic for a device check.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.